Event description:
Approximately one year and eight months post implantation, it was reported that the patient experienced a loss of power after swapping the batteries connected to the controller. The patient was able to successfully reconnect both batteries resulting in the pump restarting successfully. It was further reported that during the event that the patient was home alone, felt the loss of blood flow although having almost 20% ejection fraction, and had reported that no syncope occurred. Afterwards, she went to the hospital were the perfusionist exchanged the patient's controller and batteries. There was no reported patient injury as a result of these events, and tolerated the controller exchange without issues.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed the returned controller functioned as intended. This is one of two reports (3007042319-2014-00747 and 2014-01032) submitted for devices related to the same event.